Event description:
During a pt use, it was reported that the internal paddles discharge button would not deliver energy. A second set of paddles were retrieved and successfully used on the pt. The pt expired. The doctor at the scene indicated that the device use did not contribute to the pt death. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the reporter found that the customer is assessing their options for internal paddles. The failed paddles were not returned to physio-control for analysis. Therefore, physio is unable to further investigate the reported event.